Event description:
It was reported that a surgical site infection occurred at the neurostimulator pocket, with pus observed through the scar. The individual required in-patient hospitalization and an emergency room visit. Examination confirmed the site infection. Medical and surgical interventions included obtaining samples and administering antibiotic therapy, with the possibility of complete removal of the material if the condition worsened. The relationship of the event to the device was assessed as probable, and the relationship to the implant procedure was considered possible.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the event was not related to the implant procedure. They trimmed a spontaneous opening opposite a lead in its subcutaneous path in the right parietal lobe and took multiple samples for bacteriological analysis. Laboratory testing found methicillin-resistant staphylococcus aureus primarily. For information regarding damaged lead, see (B)(4).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.